Manufacturer narrative:
Through follow-up it was learned that lens was explanted and replaced with another pcb00 lens. The procedure went well and the patient is doing fine. Furthermore, the customer stated that the lens is available for evaluation. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant of the lens is planned however no confirmed date has been provided.(B)(6). (B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that phacoemulsification surgery was performed on patient's right eye. Surgery went well without any problems. However one day post up, during biomicroscopy exam, the physician noticed multiple gold / copper points on the surface of the intraocular lens the points are accumulated in the central area and the extreme periphery and saving the region under the leading edge of the anterior capsule. The physician plans to explant the pcb00 intraocular lens as the patient was very dissatisfied with the surgery results. Reportedly, the patient was experiencing glistening vision. No further information was available.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/12/2017. Device returned to manufacturer ¿ yes. Device evaluation: the delivery system was not returned to the manufacturer only the lens was received. Device inspection was performed at 10x under the microscope and the lens was observed with one haptic detached and the optic broken. The condition could be related to the explant process. Due to the condition of the lens, the complaint reported cannot be verified. Due to the condition of the lens, the complaint reported cannot be verified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.